Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced component separation. The following information was provided by the initial reporter: I have one tubing that fell apart into 2 pieces.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced component separation. The following information was provided by the initial reporter: I have one tubing that fell apart into 2 pieces.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022 . H6: investigation summary one sample was received for quality inspection. The customer complaint of tubing defective / damaged was verified by visual inspection. Evaluation of the infusion set submitted indicates that an excessive force was applied to the inlet port of the filter causing the filter to break at the inlet port. A device history record review for model 11532269 lot number 21115119 was performed. The search showed that a total of 23,043 units in 1 lot number was built on 03nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause or the issue seen in this complaint is inconclusive. An external force was applied perpendicular to the longitudinal axis of the inlet port of the filter causing it to break. Evidence of this force can bee seen under magnification and indicated by the slightly discolored inlet port broken edge. This edge indicates what direction the stress force was applied that cause the filter inlet port to break. However, based on the investigation and the information provided by the customer, the root cause could not be determined because the infusion set was broken right out of the packaging. The probable root cause for this complaint is the transportation or storage of the infusion set. The sample was then forwarded to the manufacturer in order to determine if their was a possible issue with the manufacturing process of the filter. Based on the manufacturer's investigation and the details provided by the customer, the root cause could not be determined.